Event description:
The lay user/patient contacted lfs alleging inaccurate high readings on their one touch ultralink meter compared to a freestyle meter. The patient obtained a 451 mg/dl, 340 mg/dl (within 10 minutes from one another) using the lfs meter and less than 10 minutes later tested on a freestyle meter and obtained a 191 mg/dl. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done, since the patient did not have the correct vial of control solution. Based on statistical methodology, the calculated difference of these glucose results (340 mg/dl, 451 mg/dl and 191 mg/dl) exceeds the expected value of <= 30% and/or <= 30 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.